Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('have severe inflammation of my tubes') and pelvic pain ('knife stabbing pains') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), coital bleeding ("I had spotting every single time (bleeding during sex)"), abdominal distension ("have a pregnant looking stomach - my stomach does this all the time"), uterine disorder ("my uterus is messed up"), adnexa uteri pain ("tube pain"), gluten sensitivity ("intolerance to gluten"), rash ("rashes"), hypersensitivity ("you will start to find you are allergic to things you weren't in the past. It happened to me") and restless legs syndrome ("restless leg"). The patient was treated with ibuprofen, magnesium citrate and surgery (I had a hysto (B)(6) and hysto). Essure was removed. At the time of the report, the salpingitis, coital bleeding, abdominal distension, uterine disorder, adnexa uteri pain, gluten sensitivity, rash, hypersensitivity and restless legs syndrome outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, adnexa uteri pain, coital bleeding, gluten sensitivity, hypersensitivity, pelvic pain, rash, restless legs syndrome, salpingitis and uterine disorder to be related to essure. Concerning the injuries reported in this case, the following one/ ones was/ were reported via social media report: coital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: abdominal distention, salpingitis, uterine disorder, adnexa uteri pain events were added. New reporter was added. On 23-mar-2020: new reporter, events: gluten intolerance were added. On 23-mar-2020: follow up received from social media. Reporter was added. Events rash, allergy nos, diarrhea, pelvic pain female were added. On 23-mar-2020: social media was received. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.